Manufacturer narrative:
(B)(4). Concomitant medical products - unknown biomet femoral, unknown biomet modular head , unknown ringloc acetabular liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02968, 0001825034-2018-02968 and 0001825034-2018-02970/ reported event was confirmed by review initial operative notes. Review of the initial operative notes states that the patient had an estimated blood loss of 800cc and 450cc of cell saver blood was transfused. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced an estimated blood loss of 800 ml during right primary hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable.